Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01 may 2026, it was reported by a sales representative via email that an ar-8991, dx fibertak suture anchor #2 mts w/ ndl was reported to have the knotless mechanism suture on the anchor was severed and came apart once set into the bone - correct drill and guide for anchor was used - bone quality as expected for patient - 3 previous anchors all worked, with no problems. This occurred on (B)(6) 2026 during a multi ligament repair of ankle procedure. The case was completed successfully. Decided against needing another anchor. There was case involvement.